Event description:
The "h" oxygen tank was being replaced in the radiology holding area. The respiratory technician disconnected the regulator from the empty tank and afixed it to the full tank. When he turned the o2 on the flow meter, the cover (plastic) exploded. Plastic pieces struck the employees' face. There was no permanent injury to employee.====================== manufacturer response for o2 tank (h size), h tank (per site reporter)======================field representative from airgas mid america came to the hospital when notified of the event. He made arrangements for pick up and the manufacturer will check for over inflation.